Event description:
It was reported to philips that the flexvision pc had a communication loss with the host pc. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a communication issue, and the system was frozen. Review of the system log file confirmed that there was malfunction due to connectivity error. To resolve this issue, fse reloaded the software in flex vision pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.